Event description:
The pt had physical damage done to the katalyst, either by injuring himself or injured by other individuals, causing the head of the katalyst to become disassociated from the stem. It was reported that this was not a defect in the katalyst but the result of fighting or self injury causing the damage. The disassociated katalyst will need to be revised. Add'l info was requested and the following was provided on (B)(6) 2013: revision surgery was scheduled for (B)(6) 2013. However, the pt was released from prison and did not show up for the revision surgery. No other add'l info can be provided/obtained.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for evaluation at this time. An investigation has been initiated based upon the reported info.